Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) model 3058 serial # (B)(4) showed no significant anomalies and passed final functional testing. It was noted that the device was subjected to a series of standard tests that included but not limited to visual inspection, output, telemetry testing, and functional testing. Analysis of lead model 3889-33 lot # (b)(4 showed no significant anomalies. All conductors were broken (overstress damage) 6 cm from the distal end which was consistent with explant damage. Conductor coils were stretched and crushed. The proximal end was not returned and the proximal tine was damaged. The lead device was subjected to a series of standard tests that included but not limited to visual inspection and electrical testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-33, lot #: va1bdhn, implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 10-oct-2020, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient experienced periodic shocks in the rectum although the device amplitude was not being adjusted. There was no trauma or any environmental factor that might have contributed to this issue. It was also reported that the lead broke upon removal despite using proper removal technique. The ins and the lead was replaced and the issue was resolved. No further complications were noted or anticipated